Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and a drop in rv sensing. Chest x-ray confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and r-wave amp variation. The reported events of inadequate capture and r-wave amp variation were not confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.